Event description:
It was reported that a subcutaneous fluid collection developed in the left groin. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). MDR-report #: mw5182072. MDR-report key: (B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2 ¿ unknown which country the event occurred in. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.